Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, then it will be submitted in a supplemental report.

Event description:
Flexible drill shaft (from trident screw tray) broke at the flexible part of the shaft during use to drill screw holes through trident psl shell. There appeared to be no unusual force applied when using the drill.